Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter (B)(6) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display. The caregiver (cg) stated that the hc kept beeping all night and wanted the machine swapped. The cg also stated that the hc had a se, but did not remember the number. The technical service representative (tsr) assisted the cg to go through the log and found the se 2240. The tsr then explained the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.